Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating they had a left hip replacement done on (B)(6) 2008 and reported a lot of pain currently and a history of pain since her 2008 surgery. Patient was informed by her recent doctor that one of the implants was recalled.